Manufacturer narrative:
(B)(4). The customer returned three photos for investigation. Visual examination of the returned photos confirmed the catheter provided in the kit did not match the product lidstock. The customer also returned one catheter and lidstock for evaluation. Visual inspection of the returned lidstock revealed the catheter provided should have been a 2-l, 15fr x 23cm catheter; however, the catheter provided was a 2-l, 15fr x 19cm catheter. The returned catheter body measured 18.7 cm which is not within specification of 22.5 cm - 23.5 cm per product drawing. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The reported complaint of an incorrect catheter was confirmed through complaint investigation. Visual inspection of the customer photos and returned sample revealed the catheter provided in the kit should have been a 2-l, 15fr x 23cm catheter. However, the catheter provided was a 2-l, 15fr x 19cm catheter. A non-conformance request has been initiated to further investigate this issue.

Event description:
It was reported "catheter was found incorrect when open the package. It should be 15fr*23cm, actually 15fr*19cm." No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter was found incorrect when open the package. It should be 15fr*23cm, actually 15fr*19cm." No patient involvement.